Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that she had a bunch of low blood glucose readings and she had a lot of sugar today. The customers stated that she treated it with food and glucose tablets. The customer stated that she spilled insulin when flipping over her reservoir. The customer stated that she went to the store and bought more insulin. The customer stated that she did a set change. The customer stated that they were near a hospital but declined to troubleshoot. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that she is on her way to the hospital.